Event description:
It was reported that the pump was not pumping correctly. On 9-24 and 9-29, a bolus dose of bactofen was administered, in an attempt to correct the flow problem. This action was unsuccessful. The pump was explanted and another pump was implanted. There was no patient complications.